Manufacturer narrative:
Concomitant product: 5076-58 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation, it was discovered that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and noise and the right ventricular (rv) lead exhibited high thresholds. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.